Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged events of two patients developing fistulas during treatment are related to v.a.c.® therapy. There have been multiple unsuccessful attempts to obtain additional information, but no further information has been received at this time. Device labeling, available in print and online, states: contraindications: v.a.c.® therapy is contraindicated for patients with: non-enteric and unexplored fistulas. In certain circumstances, v.a.c.® therapy may help promote healing in wounds with an enteric fistula. If considering v.a.c.® therapy involving enteric fistula, it is recommended to seek support from an expert clinician. V.a.c.® therapy is not recommended or designed for fistula effluent management or containment, but as an aid to wound healing in and around the fistula. Ensuring dressing integrity. Device labeling, available in print and online, states: 'ensuring dressing integrity' it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active, if not: if you find that the seal is broken and the v.a.c.® drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. 'Maintaining a seal' maintaining a seal around the dressing is key to successful v.a.c.® therapy. Recommendations to maintain the integrity of the seal: dry the periwound area thoroughly after cleansing. A protective skin barrier preparation may be used to prepare the skin for drape application. For delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier.

Event description:
On apr 25 2016, kci received the journal article, m. Rao, d. Burke, p.j. Finan, p. M. Sager. The use of vacuum-assisted closure of abdominal wounds: a word of caution, blackwell publishing ltd. Colorectal disease. 2007; 9: 266-268,doi: 10.1111/j.1463-1318-2006.01154.x that reported on a study that was conducted from nov 1 2003 to mar 31 2005 with the aim to examine the clinical outcome of patients in whom v.a.c.® therapy had been used in conjunction with laparostomy. The results found that there were two patients who had developed leakage of the small bowel contents into the abdominal wound cavity because of a formation of an intestinal fistula. The authors reported all the patients were severely ill and needed intensive care unit (ICU) management.